Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away and the coroner's office was requesting medical records on the patient's implantable pulse generator (ipg) system. Additional follow up was attempted and unsuccessful.

Manufacturer narrative:
Product analysis based on analysis, it is not possible to determine if the product met specification because only a proximal segment was received. If information is provided in the future, a supplemental report will be issued.